Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) levels that were displayed as ¿high¿; however, a specific value was not provided. Cause was not known. A supply change was done and customer administered a manual injection of insulin to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.